Manufacturer narrative:
The engineering investigation determined that if a user removes the device's power cord from ac power and presses the on button within 1 or 2 seconds afterward for battery operation, a possibility exists that the device will not complete the power up cycle. When reconnected to ac power, the device will complete its boot-up routine, and subsequently operate properly. Operating literature instructs the user to connect the device to ac if there is no power when the device is turned on or if the screen is blank. The anomaly is most likely to occur during a daily user test while testing the device for battery operation and is unlikely to occur during pt use. As part of ongoing product quality improvement, medtronic revised the device's operating software to decrease the likelihood of occurrance.

Event description:
According to the reporter, the device will intermittently not power up in battery mode during daily testing. No adverse affects have been reported as a result of the device use.